Event description:
Caller states she tested 4.1 inr on the coaguchek xs system and 2.4 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 5.8 inr on the coaguchek xs system while a comparison lab returned as 1.1 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.